Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: an investigation found filter legs had penetrated the returned sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but it is seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. If the filter is advanced through a kinked sheath, the filter legs may be prone to exceed the sheath wall. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted the sheath into the very tortuous right jugular vein, then inserted the filter into the sheath and attempted to advance it, but the filter leg penetrated the sheath around the jugular where the sheath was tortuous. He removed the filter and replaced with another filter for femoral approach. The replacement was placed in the target site without problem and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.